Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was skipping across skin and wouldn't gain the depth needed for graft removal. There was patient involvement during surgery - damage to graft site, no backup available, unable to obtain graft. No additional adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device was out of calibration and the control bar was not in the correct position. The vespel and semi-circle bearings were replaced to aid in calibration and the control bar was placed in the correct position which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.